Manufacturer narrative:
(B)(4): a review of radiographic images show complex 360 degree construct is noted from above the thoracolumbar junction to below the level of the fluoroscopic picture. The construct has pmma reinforcement anteriorly at about t12 and to a lesser extent l1. The longer rods which appear to terminate at the top of the fluoroscopic field at about t10 are fractured bilaterally just above the second set of pedicle screws in the field (from the bottom of the field). The surgeon has then augmented the construct across the rod failure with three lateral connectors and a spanning rod on either side that sit medial to the original rods. As only a single ap view is provided no further discussion is possible.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time the patient presented with pain and stated "hearing rod break when sitting in the bathtub bending forward". Patient underwent a revision procedure, during the revision, it was noted that there was also a screw loose at l1 on the right side.